Event description:
Pt's catheter pulled apart at hub. The hub is a 2 piece device. Pt was receiving vancomycin at the time. Pt staes his tubing was tangled in telephone and pulled apart. Re-attached by rn and new dressing applied. Device continues to be used by pt. This happened once before. (*)